Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may be under delivering as well as unexpected battery power loss. Customer's blood glucose level was 200 mg/dl and 150 mg/dl to 200 mg/dl. Customer stated that they changed battery a week ago and then you sent out the new cap and the battery was dead. Customer stated that they did a self test and now the insulin pump was using a lot of power. Customer stated that they received low battery. Troubleshooting was performed for low battery. Customer was advised the insulin pump will need to be replaced and refer to back-up plan. The device will be returned for analysis.